Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient, who works at a hospital, went to the emergency room due to ¿not feeling well¿. However, no specific physical symptoms were reported. The patient¿s cgm was reading 48 mg/dl and the bg meter was reading 116 mg/dl. The patient called dexcom from the ER. No cgm/bg meter comparison values were reported once the patient arrived at the ER. The patient declined to provide any further event details because she was not feeling well. Attempts to reach the patient back for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). D4 catalog no - correction. D4 primary UDI number - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4 catalog no - correction. D4 primary UDI number - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.